Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation. However, photo(s) were provided for review. Review of the provided photo(s) confirms, that thumb wheel overmold was broken. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible, because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that whilst impacting the tibia, the tibial impactor cracked with impact. It did not break off but there is a large crack seen on the impactor.then when impacting the femur, the femoral impactor broke at the section where you tighten the femoral implant on to the impactor.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the whilst impactor the tibia, the tibial impactor (254401003) has cracked with impact. It did not break off but there is a large crack seen on the impactor. Then when impacting the femur, the femoral impactor (254401005) has broken at the section where you tighten the femoral implant on to the impactor. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the attune femoral introducer was broken from the red side knob. The broken fragment was returned for examination. No other issues were observed. The reported condition can be confirmed. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "then when impacting the femur, the femoral impactor (254401005) has broken at the section where you tighten the femoral implant on to the impactor." The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) image 1. The photo investigation revealed that attune femoral introducer had broken thumb wheel overmold. From previous complaint investigations it was identified that high residual stresses in the radel overmould material used in the attune intuition family of instruments resulted in crack propagation and breakage of the overmould features. Due to the material failures caused by residual stresses within the polymer, this product issue was addressed through depuy synthes quality system, and a design change was implemented by changing the material from radel to avaspire. Avaspire is a glass filled material which is less susceptible to residual stress and resists the propagation of cracks. The current device was manufacture prior to the implementation of the new design. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to cause of design and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.